Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor not connecting and unknown alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined (*as the allegation was not found). In addition, signal loss over an hour was found in connection to the reported allegation. The reported event of sensor not connecting and unknown alert is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.